Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified that the device has not been serviced in the past 12 months. The customer issue of cassette error when attached was confirmed through 50ml cassette test. The pump was recalibrated. Upon further investigation, the downstream occlusion (dso) sensor defective, air detector damaged, and cam flex sensor defective. The dso sensor, uso seal, air detector, and cam flex were replaced to fix the issue. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for unit was not detecting the cassette latching, during device analysis, a defective cam flex sensor, downstream occlusion (dso) sensor and air detector was identified. There was no reported patient involvement.